Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 29 august 2024, it was reported by a sales representative via email that an ar-9831 apollo rf® i90, aspirating ablator 90°was reported to have the distal face bent partially off the wand. This occurred on (B)(6) 2024 in (B)(6) hospital (B)(6) during a shoulder arthroscopy + biceps tenodesis. The case was completed successfully using a new i90 probe. There was case involvement.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted the electrode of the device was bent/peeling. Refer to attachments. The cause for the reported failure can be attributed to a manufacturing issue being addressed by ncr-27076. Refer to cross references.